Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis showed that the high capture thresholds allegation was not confirmed. Based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to other or non-product experience. Additional information indicated that there was no issue with the leads performance during implant but the pacing threshold was very high at follow up. Furthermore, the physician request that the lead be sent back for analysis. No additional adverse patient effects were reported.